Event description:
It was reported that about 4 months ago the patient underwent a sling procedure. However, the sling did not correct the urinary incontinence. Therefore, the patient underwent an artificial urinary sphincter (aus) implant procedure. There were no patient complications in relation to this event.